Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp was defective. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2022 due to "chest tightness and shortness of breath for 2 days", and was diagnosed with coronary atherosclerotic heart disease. Intravenous infusion therapy was given after admission. In order to reduce the number of punctures, a closed indwelling intravenous indwelling needle was used for intravenous infusion. (B)(6) 2022 12:10 intravenous infusion was given as directed by the doctor. After opening the package of the closed venous indwelling needle, it was found that the switch card of the closed venous indwelling needle was broken and could not be used any longer. After the discovery, the closed venous indwelling needle was replaced immediately.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp was defective. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2022 due to "chest tightness and shortness of breath for 2 days", and was diagnosed with coronary atherosclerotic heart disease. Intravenous infusion therapy was given after admission. In order to reduce the number of punctures, a closed indwelling intravenous indwelling needle was used for intravenous infusion. 2022-11-03 12:10 intravenous infusion was given as directed by the doctor. After opening the package of the closed venous indwelling needle, it was found that the switch card of the closed venous indwelling needle was broken and could not be used any longer. After the discovery, the closed venous indwelling needle was replaced immediately.

Manufacturer narrative:
A device history review was conducted for lot number 2172399. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.